Event description:
It was reported that the pt developed an infection as a result of skin cancer treatment. She met with her physician and the company representative regarding this event and had her device removed. Further info from the healthcare professional was requested.

Manufacturer narrative:
.